Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code is no longer applicable for this event.

Event description:
Additional information from the healthcare professional indicated that on (B)(6) 2015 a new pump battery was put in. Additional information was received from the hcp. The hcp did not have the serial number for the model 8840 clinician programmer. The following information relates to the patient's office visit on (B)(6) 2015: the patient had a history of fusion from t11-s1 and a total of five surgeries on her lower back. Her primary problem continued to be very severe spasms, particularly in the lower extremities. The spasms were across the back and into both legs. The leg spasms occurred particularly with exercise which resulted in her having issues with her balance. This has caused her to be a little reluctant to exercise. Night spasms continued to be a problem. She was quite tired and the spasms were significant. She had tried other pain medications which made her extremely drowsy. She was supplementing with oral diazepam for the spasms. The patient had been under the care of another physician and on (B)(6) 2015 was seeking evaluation and possible replacement of the pump. She possibly needed an "increase in conditioning".the situation was urgent as the patient had not been able to use the personal therapy manager (ptm). She also had symptoms related to withdrawal, along with a metallic taste in her mouth. She was taking her other medications but they were not helping with her pain. The pump telemetry on (B)(6) 2015 clearly showed the pump to be in safe state with a low battery status. It was possible to administer a bolus via the pump and following the bolus the patient was feeling better. The pump was programmed to the previoussettings. The patient's medical history includes breast cancer and thyroid dysfunction. She smokes an average of one pack per day of cigarettes and drinks 1-13 alcoholic beverages per month. The patient exam on (B)(6) 2015 indicated the following: the patient had fatigue; blurred vision; leg cramps or pain in legs, when walking a short distance; decreased sexual drive; limitation of use of a joint, muscle pain, back pain, and neck pain; weakness; was feeling sad more than usual; trouble sleeping; increased thirst; antalgic gait with assisted gait (patient walks with cane). The patient's medications included: cymbalta (duloxetine 20mg capsule, delayed release (drjec)), by mouth (quantity: 1 not specified),start date (B)(6) 2011; dilaudid (hydromorphone 4mg tablet), 1 tablet by mouth for 30 days (quantity: 120 tablet) (chronic intractable pain fill (B)(6) 2015 on)start date (B)(6) 2015; lyrica (pregabalin 50 mg capsule), 1 in am <(>&<)> 2hs capsule by mouth for 30 days (quantity: 90capsule) (chronic intractable pain fill (B)(6) 2014 on), subs ok, start date (B)(6) 2014; lyrica (pregabalin 50mg capsule), 1 in am <(>&<)> 2hs capsule by mouth for 30 days (quantity: 90 capsule) (chronic intractable pain fill (B)(6) 2015 on), subs ok, start date (B)(6) 2015; lyrica (pregabalin 50mg capsule), 1 in am <(>&<)> 2hs capsule by mouth for 30 days (quantity: 90 capsule) (chronic intractable pain fill (B)(6) 2015 on), subs ok. Start date (B)(6) 2015; norco (hydrocodone-acetaminophen 10-325 mg tablet), by mouth (quantity: 1 not specified), subs ok, refills: 0, start date (B)(6) 2011; synthroid (levothyroxine 100 mcg tablet), by mouth (quantity: 1 not specified), subs ok, refills: 0, start date (B)(6) 2011.; valium (diazepam 10mg tablet), 1 tablet by mouth for 30 days (quantity: 30 tablet) (chronic intractable pain fill (B)(6) 2014), subs ok, start date (B)(6) 2014; valium (diazepam 10mg tablet), 1 tablet by mouth for 30 days (quantity: 30 tablet) (chronic intractable pain fill (B)(6) 2015 on), subs ok, start date (B)(6) 2015; valium (diazepam 10mg tablet), 1 tablet by mouth for 30 days (quantity: 30 tablet) (chronic intractable pain fill (B)(6) 2015 on), subs ok, start date (B)(6) 2015; valium (diazepam 10mg tablet), 1 tablet by mouth for 30 days (quantity: 30 tablet) (chronic intractable pain fill (B)(6) 2015 on), subs ok, start date (B)(6) 2015. The patient had no known drug allergies. The last pump refill had been on (B)(6) 2015 at which time the patient had satisfactory pain control and was functional and doing well. She was able to use the ptm satisfactorily. Other than the reported symptoms it was stated that the patient was quite stable (able to sit in her car for 2.5 hours without problem) and able to be involved with her grandchildren. She was not taking an extra pain medication and had no side effects from the intrathecal pump medication. Overall she was doing well. The patient was advised to avoid smoking and continue with the present treatment plan and stay actiive (home exercise as tolerated) and continue current medications. The physician felt that the current medications were not working very well for the patient's pain management and wanted to follow-up on (B)(6) 2016. At the pump replacement on (B)(6) 2015, the new pump was filled with hydromorphone 1mg/ml, clonidine 100mcg/ml, and baclofen. The patient tolerated the procedure well and was to follow-up with the surgeon in about 10 days.

Manufacturer narrative:
Pump analysis results revealed high resistance in the pump battery.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer's representative (rep) regarding a patient receiving compounded baclofen (150 mcg/ml at 37.5 mcg/day), clonidine (100 mcg/ml at 25 mcg/day), and hydromorphone (1 mg/ml at 0.25 mg/day) via an implanted intrathecal pump. The drug lot number of the compounded baclofen was unknown. The pump's indications for use (ifus) were noted as non-malignant pain and failed back surgery syndrome. The hcp indicated that the patient had no known allergies. The hcp reported that on (B)(6) 2015, a pump alarm was heard by the patient and the patient experienced symptom of withdrawal on that night. Safe state, 2 resets, motor stall recovery (occurred at 11:39 on (B)(6) 2015), and low battery messages were noted upon pump interrogation on (B)(6) 2015; the second reset occurred at 11:40 on (B)(6) 2015. The hcp changed the time on the 8840 clinician programmer to reflect the current time as it was incorrect. The hcp updated the pump and did not see any issues with the pump at the time of the report on (B)(6) 2015. The patient was administered a bolus on (B)(6) 2015 and was doing better. The hcp noted that the cause of the motor stall, safe state, 2 resets, and low battery were unknown. The patient was to be looked at for a pump battery replacement as soon as she got medical clearance. As of the time additional information was received from the hcp on (B)(6) 2015, oral medications were given to the patient until medical clearance was received for the surgical pump battery replacement. Additional information requested include drug lot number, drug therapy dates, actions taken to resolve the issue, the serial number of the 8840 with the incorrect date, cause of the incorrect time, and event outcome. The rep later reported on (B)(6) 2015 that the patient was scheduled for a pump replacement on (B)(6) 2015. The pump was filled and restarted but they were moving forward with the replacement. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.